Event description:
The following has been reported: may 27th 2024 at approximately 0900 upon starting pump to initiate pt care, upon inserting the line, pump displays "air in line" error message. Pump turned off and line inspected- no air present in line. Re-attempted to try to use pump multiple times, turning device on & off however message continues to show air in line. Line changed and sensors cleaned, still same message. Pump set aside and tried to use it throughout the week, once in a while it would work but 90% of the time it is showing the same error message. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision : following reception of quality control certificate and the action taken. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event could not be reproduced, but alarms were found in event logs. Therefore, the air sensor was replaced to solve the issue (according to the attached quality control compliant). However, despite several requests for parts return, we did not receive anything that would allow us to go further with this investigation. Based on available information, the cause of the reported issue could be linked to a defective air sensor. However, since the associated part was not returned the root cause of this defect remains unknown. If further information are provided later on, we will re-open the complaint and pursue the investigation. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed this complaint is considered as: valid the trend is: normal.